Manufacturer narrative:
(B)((4). The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s. The device was not returned for evaluation. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effects of angina, myocardial infarction, thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure on (b)((6) 2013 was to treat a bifurcation lesion in the left main (lm) of the left anterior descending (lad) artery and diagonal artery. The lm was 80% stenosed and the diagonal was 20% stenosed. The patient presented with chronic stable angina. Pre-dilatation was performed reducing the residual stenosis to less than 40%. A 3.0 x 28 mm absorb scaffold was implanted at 12 atmospheres (atm) and post-dilated with a 3.25 x 12 mm non-compliant balloon at 20 atm, with 0% residual stenosis. A 2.5 mm nc balloon was crossed through the struts to treat the diagonal. The patient was hospitalized on (b)((6) 2016 with chest pain and dyspnea and was diagnosed with a st elevated myocardial infarction (stemi). Thrombosis was confirmed in the absorb scaffold which was treated with an unspecified drug eluting stent with a good final outcome. The patient had been compliant with dual antiplatelet drug therapy (dapt) for 14 months after the initial procedure, but then was on aspirin only. The patient was put back on dapt of aspirin and acenocumarol. No additional information was provided.